Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, which resolved the issue, and the customer was advised to call back if the malfunction recurred.